Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the superficial femoral artery. While attempting to deliver a 7x120x120 epic¿ stent, it was observed that around 10mm of the distal end of the stent had opened from the delivery sheath itself. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Returned product consisted of an epic stent delivery system. There was blood on the stent and between the inner and outer shaft. The distal end of the stent was partially expanded a length of 4cm. The safety-lock was not returned. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).